Event description:
It was reported the instrument fractured. No adverse events were reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mechanical (g04) - impactor. Visual examination of the returned product identified signs of repeated use. The device was found to be fractured at the weld that connects subcomponents. All pieces were returned. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The device has potential field age of over 8 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.